Event description:
This is a spontaneous case report (laypress) received from a (B)(6) female consumer via news article in (B)(6) on 03-oct-2016 who had essure (fallopian tube occlusion insert) inserted in 2008. The consumer's medical history included 5 children. She stated that she experienced first complaints after 3 months of insertion, during first check-up. Consumer was in the waiting room of the hospital and suddenly consumer saw stars and double followed by a severe headache; it appeared migraine. Consumer never had this before. This was only the beginning; it went from bad to worse. She also had pain, very tired, problems with concentration, panic attacks, weight gain and labile. She took pain killers to be able to keep functioning. It was reported that consumer decided that the implant needs to get out. This happened in (B)(6) of this year. That did not go too smoothly. Consumer has had several surgeries because of complications and had her oviducts and uterus removed. Three times she was anesthetized in 4 months. Since then it is going better. Follow-up is not possible. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. Several surgeries were performed and essure coils, oviducts and uterus were removed. This event, seen as pelvic pain female, is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Follow-up information cannot be obtained.

Manufacturer narrative:
Follow up information was received on 04-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. Several surgeries were performed and essure coils, oviducts and uterus were removed. This event, seen as pelvic pain female, is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Follow-up information cannot be obtained.